Event description:
It was reported by the service center that the ventilator was on but the turbine was not running. It is unknown if the ventilator alarmed or if the unit was on a patient when the reported incident occurred.